Manufacturer narrative:
Batch review performed on 28-jun-2024 lot 2103956: (B)(4). Expiration date: 2026-04-21. No anomalies found related to the problem. To date (B)(4).

Event description:
At about 12 days after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.